Event description:
It was reported that the patient alert triggered for impedance out of range. The right ventricular lead had high impedance that has steadily increased. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. 1 patient alert for right ventricular pace lead impedance of greater than 3000 ohms occurred on (B)(6) 2011 03:00:02. Weekly pacing measurement log data shows an increase for min and max ventricular pace of 768 to 3056 ohms peak between (B)(6) 2011.